Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause is undetermined. Rationale: no sample, lot, or batch provided.

Event description:
It was reported that an unspecified bd angiocath experienced leakage at the connection site during use. The following information was provided by the initial reporter: at 17:48 on july 23, during use of the 22 gauge intravenous indwelling needle (bd in the united states), when the responsible nurse was using the intravenous indwelling needle no.22 (this producer was bd us) appeared rupture of the connection between the needle handle and the needle again, it was caused venous leakage.